Manufacturer narrative:
(B)(4) customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed a day after primary due to dislocation. Minor adjustment of liner and cup was performed. Head was exchanged without changing its length.